Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image intensifier focus to within specs. This MDR is related to ge healthcare complaint number.